Manufacturer narrative:
Further information received that the ipg operated within normal characteristics. The device is no longer reportable.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. As a result, the patient may undergo surgical intervention to address the issue.